Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the likely cause of the reported issue was due to integrated circuit, designator.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.